Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2007 via tha for the patient¿s right hip joint. It was reported that the patient had uncomfortable feeling at her right hip joint, and the surgeon suspected the dislocation of the liner (p/n: 121828048) by x-ray. The revision surgery was performed on (B)(6) 2020 by replacing the liner, the stem (p/n: 900535210), the head (p/n: 152190057). During the surgery, the surgeon found that the metallosis occurred due to the liner¿s wear and the dislocation, and there was tissue like pseudotumor. The revision surgery was completed, and it was unknown whether there was any surgical delay. The patient is under observation. The surgeon commented that the background of the liner¿s dislocation was unclear. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.